Manufacturer narrative:
Batch review performed on 26 june 2018; lot 168321: (B)(4) items manufactured and released on 23 february 2017. Expiration date:2022-02-07; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved reference 02.07.0035rp (k090988) patella resurfacing size 3; lot 175543: (B)(4) items manufactured and released on 15 december 2017. Expiration date:2022-11-29; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after about 1 month from primary due to patella dislocation in flexion. The surgeon revised the liner.